Event description:
Noise was observed on the electrograms, which appear to be a conductor fracture. As a result of the noise, the ICD delivered multiple high voltage charges. Both the lead and device were replaced.